Manufacturer narrative:
The root cause could not be identified; however, the issue was resolved after the fse replaced hardware parts. Customer has not called back to report any further issues relating to this event. (B)(4).

Event description:
Customer called to report that the unicel dxc 600 synchron system generated seven erratic modular glucose (glum) results. Autorerun results were reported out of the laboratory without verifying the difference between the first and second runs of each of the samples. The difference between the original and rerun results of each of the samples was outside the glucose precision claim. The erroneous results were reported out of the laboratory as the laboratory operates under "autorelease" mode with regards to autorerun results. However, the results were flagged by the laboratory, and customer stated that patient treatment was not affected due to the release of the erroneous results. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument and replaced the glucose reagent syringe due to excessive bubbles found in the reagent line. The fse also replaced the glucose electrode and flushed the reagent lines. Next, the fse replaced the modular chemistry (mc) sample probe and the glucose cup stir bar. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.